Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a pacemaker upgrade procedure. Prior to procedure, interrogation revealed that the patient's atrial lead was exhibiting high capture threshold and was also under-sensing atrial signals. X-ray performed revealed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.